Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera light guide accessory was found to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.